Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the cause of the delivery system balloon burst and subsequent withdrawal difficulties and nose tip separated cannot be confirmed, however, the balloon burst may be related to patient factors (calcification at the annulus/cusps).  It is possible that the balloon burst resulted in an increase in the balloon profile that could have hindered the delivery system from re-entering the sheath. Additionally, tortuosity in the femoral artery could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. This could have resulted in the delivery system experiencing high retrieval forces when attempting to enter the sheath. Excessive device manipulation during retrieval could have then resulted in the separation of the distal tip. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (balloon burst and excessive force upon withdrawal) contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure with a 26 mm sapien 3 valve in the aortic position, the commander delivery system balloon burst at full inflation (approximately 90-95% of the valve expanded). Upon removal, the damaged balloon catheter snagged on the unwrapped sheath and became detached.  The physicians were unable to retrieve it and the balloon and the nose tip remained in the common femoral artery. After numerous counter-traction maneuvers, it was possible to remove the sheath and balloon remnants except for the nose cone. A vascular cut down was performed to remove the nose cone but it was jailed through an iliac covered stent and was unable to be removed.  As per medical opinion, the balloon was rupture most likely due to the calcium as the valve was 80% deployed before the balloon burst.  A review of the picture received showed the delivery system balloon appears burst with the distal portion of the inflation balloon separated.